Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 7f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, despite successfully flushing prior to use, no blood flow from the marker lumen occurred. This occurred with all three prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced with reported issue are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device return status updated from returning to not returning.